Event description:
Boston scientific received information that this patient had been feeling tired. At a routine follow up visit, this left ventricular (lv) lead was exhibiting no capture, decreased sensing measurements and the pacing percentage had dropped from 95% to 59%. An x-ray revealed the lead had dislodged. Some device reprogramming was performed to address the reported clinical observations. The caller will discuss the issues with this patient's physician. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.